Event description:
The patient stated that when they attempted to insert a strip into the meter three dashes would appear instead of the code number. The patient stopped using the meter 3 months ago and has been testing on their friend's meter during this time. The patient takes 2 pills of glyburide a day and they stated that they continued to take their medication as prescribed. One month ago the patient began to "see stars." They went to the hospital and obtained a result of 428 mg/dl. They stated that they were given a shot of insulin and discharged. Medical affairs asked the patient what they would normally do if they obtained a high blood sugar result at home and they stated that this was the first time they obtained such a high reading. The patient did not attempt to test on the meter. The issue with the meter was not resolved. The patient did not attempt to test on the meter, therefore no evidence of the meter contributing to a serious injury.